Event description:
PICC placed 7/7/97, removed 6/17/98. Clinician felt "pop" upon removal, realized she had broken the catheter. Sent to facility for surgical intervention. Catheter piece removed from upper arm. (Removal was being attempted in dr's office.)